Manufacturer narrative:
The part number is unknown. Therefore, the gtin is unknown. A UDI cannot be generated. The product code is unknown; therefore, the brand name, common device name, and catalog number, lot/serial number and 510(k) are unknown. The manufacturing location is unknown. Device manufacture date: the device manufacture date is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from brazil that during an unspecified surgical procedure, it was observed that the cutter device for a knee prosthesis was not cutting. It was reported that there was a 20 minute delays to the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.